Manufacturer narrative:
There are multiple occurrences. One occurred on (B)(6) 2022 and an unknown number of occurrences occurred on unknown dates. (B)(6) 2022 was used as the date of event. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clogged while using bd nano¿ ultra-fine¿ pen needle. This occurred on several occasions, however, no patient impact reported. The following information was provided by the initial reporter: found a clogged pen needle during injection. Date of event: (B)(6) 2022 = 1 pen needle date of event unknown = unknown amount.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that needle clogged while using bd nano¿ ultra-fine¿ pen needle. This occurred on several occasions, however, no patient impact reported. The following information was provided by the initial reporter: found a clogged pen needle during injection. Date of event: (B)(6) 2022 = 1 pen needle. Date of event unknown = unknown amount.